Event description:
Per the operative note, "ophthalmic viscoelastic device was injected into the eye. The intraocular lens was injected into the eye. Some debris was appreciated on the back side of the lens. A sinskey hook was used to scrape this off, and carried into the anterior chamber and then aspirated. The irrigation and aspiration hand piece was placed in the eye and ophthalmic viscoelastic device was removed. Cefuroxime was injected into the eye."